Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed angina and in-stent restenosis. The index procedure treated a 2.75x12mm, 100% stenosed lesion of the 2nd om (obtuse marginal). Treatment consisted of predilation and placement of a 2.75x20mm study taxus liberte stent resulting in 20% residual stenosis. The patient was discharged three days post procedure on aspirin and prasugrel. Less than one month post procedure in (B) (6) 2010, the patient presented with recurring angina. There was a 95% stenosis in the lcx (left circumflex) prior to the takeoff of the posterolateral branch and prior to the previously placed stent and 20% distal in-stent restenosis of the previously placed stent. The 2nd om was treated with direct stenting using a 3.0x16mm taxus liberte stent overlapping the previously placed stent resulting in 0% residual stenosis. The event was resolved and the patient was discharged on aspirin and prasugrel. The investigator assesed the event as possibly related to the study device.

Manufacturer narrative:
(B) (4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)